Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was evaluated and found to have a weak/low alarm, so the original complaint issue of no alarm was not able to be confirmed.

Event description:
The dealer stated that the unit will not alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the unit will not alarm.